Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200->400 mg/dl). To address elevated bg, pump boluses were delivered and infusion set and cartridge were changed. Customer also changed the type of infusion set used. Due to ongoing elevated bg, customer went to the emergency room on (B)(6) 2019. Intravenous insulin and saline were administered. After 2 hours, customer felt better; bg was 256 mg/dl. Customer alleged pump was not delivering insulin. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning properly. Pump data was reviewed by cts and found that the customer was not always inputting bg values when calculating a bolus via the pump. Two additional time segments in the profile setting had been added. No issues with the pump were identified. Customer reported to have used humalog for 3 days in the cartridge versus the labeled 48 hours. Cts informed customer of insulin labeling. Contact maintained that there was an issue with pump; customer reverted to using manual injections for insulin therapy.